Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter. As a lot number was unknown for this incident, a review of the production history records could not be completed. It is possible that this defect resulted from the use of the product, based on the provided feedback mentioning the defect occurs during handling. It is also possible that this defect resulted from product assembly due to some failure in the vision system allowing a faulty catheter to pass to the customer. Actions for the issue of needle through catheter were implemented in a corrective and preventive action plan in september 2024. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: some pictures of the abocath we are using, they are of poor quality because they break.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.